Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by mfg: the returned product consisted of and angiojet spiroflex thrombectomy with no other devices. The pump, shaft, and tip were microscopically examined and it was observed a break in the hypotube 40cm from the tip of the catheter. Functional testing was done by placing the device in the console and during prime the console gave a ¿check saline¿ error. Fluid was leaking from the broken hypotube. The device was not functional due to the hypotube break. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on feb 16, 2017. It was reported that a kink occurred. A spiroflex® angiojet® thrombectomy set was selected for a thrombectomy procedure. Upon unpacking, the device was noted to be kinked out of the box. No patient complications were reported however, device analysis revealed a break in the hypotube 40cm from the tip of the catheter.